Event description:
One patient had removal of glenoid component due to glenoid loosening.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. Walch g, moraga c, et al. (2012). Results of anatomic nonconstrained prosthesis in primary osteoarthritis with biconcave glenoid', j shoulder elbow surg, 21:1526-1533.